Manufacturer narrative:
Insulin pump passed motor test. Insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to blank display. Insulin pump was unable to verify motor error alarm due to blank display. Blank display due to severely corroded batter y tube and battery cap contacts noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that the insulin pump was probably dropped. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.